Event description:
On 04/22/98 a call was rec'd stating there has been an incident. The skull tong slipped and lacerated the pt. There is a 1 inch laceration requiring two sutures. There was no post operative complications from the incident other than the laceration.